Event description:
It was reported that the whole system was explanted due to increasing shock impedance approx. 51 months after the implantation. Furthermore, the patient experienced pain in the device pocket region. Please note the ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Upon receipt, the lead was found cut 12cm distal to the df4 connector pin into two segments. A proximal and a distal lead fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found rubbed through. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The clinical observation was confirmed. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD mal-function. The analysis did not reveal any sign of a material or manufacturing problem for these devices.